Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she got home her blood glucose level was 440 mg/dl but when she checked again it was 386 mg/dl. The customer treated her blood glucose levels with the insulin pump. The infusion set was bent. The device was not returned.